Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking solution from in between the patient line connector and the tubing. This event occurred during fill one of four while the patient was connected. The care giver did not notice any damage to the over pouch or packaging. The care giver did not notice any holes, cuts, or tears but reported that the tubing was bent where the leak was coming from. The technical service representative assisted with end of therapy early procedure. The customer would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.